Event description:
Patient self-tester originally reported to idtf, inconsistent protime inr results vs lab inr. Patient therapeutic range 2.0 - 3.0 inr. On (B)(6) 2009, protime inr 2.5 vs lab inr 3.2. On (B)(6) 2009, protime inr 2.6 vs 2 consecutive lab inrs 3.4 and 3.4. On (B)(6) 2009, protime inr 2.7 vs lab inr 3.3. No reports of adverse events, serious injury, or interventions.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, patient self tester tested with a new lot of protime cuvettes. Protime inr 2.5 vs lab inr 2.6 customer was sent new lot of cuvettes and returned cuvettes for investigation. Instrument is not being returned. Manufacturer evaluation / investigation currently in process.